Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4)2018 with the following findings: a review of the black box showed multiple power on reset events. The battery compartment was cracked below the grip pad. The battery cap contact measurements were within specifications. The returned battery cap threads were stripped. The battery cap was unable to fit to maintain an electrical connection. The reported intermittent power complaint was duplicated. The test battery cap fit successfully. The ez-prime steps were performed successfully. No further power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board.